Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system gave a low ma error and a precharge voltage error message. The precharge error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.